Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lar. The device was able to enter firing mode, with a flashing green indicator, however when the surgeon pushed the blue button and the silver button nothing happened. The battery was re-inserted into the idrive handle and the jaws opened so that the surgeon could removed the device from the tissue. The case was completed using another handle. The surgeon used adapter, reload, and battery of the first firing .patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The device was uploaded and indicated 6 autoclave cycles for the handle. A pmv representative adapter and single use loading unit were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.